Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the two (2) implanted bard/davol perfix plug device(s). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax mesh (device #1) and (device #2) or two (2) unspecified bard/davol perfix plug on (B)(6) 2017 or (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol 3dmax mesh (device #1) and (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.